Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va1t67t , implanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a trial patient who was using an external neurostimulator (ens) and was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient developed a pocket infection following their stage 1 trial. The contributing factors to the infection were unknown. No troubleshooting or diagnostics were needed, and the doctor ran a culture to determine what type of infection there was. The rep reported that the physician felt that the lead was secure, and the infection was localized, so they implanted the battery. During the stage 2 implant the day of the report, the physician noticed pus in the incision. The physician determined that the pus was localized and felt confident to implant the permanent battery. All of the tissue that the physician believed was infected was removed, the tissue was irrigated, and the battery was implanted. It was reported that the patient was being kept in the hospital for the next two days on IV antibiotics. No further complications were reported. Additional information was received on 2018-aug-28 from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the infection had been resolved by the hospitalization and antibiotics, and the patient had been discharged. No further complications were reported.